Event description:
During the routine follow-up of the device involved in this report, inconsistent pacing percentages were displayed from device memory.

Manufacturer narrative:
January 13, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Conclusion: the discrepancy in the percentage of aai behavior resulted from the short follow up period associated to the lack of the time when the statistic counters were reset (only the date is stored). This conforms to the specifications. For new product generation, date and time is stored for the statistic reset date.